Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back in svc.